Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). Methods: no testing methods performed.(B)(4) results codes: no results available since no evaluation performed. (B)(4). Conclusion codes: device discarded by user, unable to follow-up. (B)(4). (B)(4).

Event description:
This complaint is from a literature source. It was reported that symptomatic heart failure occurred in fifteen patients who underwent pulmonary vein isolation (pvi) for atrial fibrillation. The patients required treatment with new/increased diuretic dosing. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: ¿incidence and risk factors for symptomatic heart failure after catheter ablation of atrial fibrillation and atrial flutter.¿ the purpose of this study was to determine the incidence and risk factors for development of symptomatic heart failure (hf) following catheter ablation for atrial fibrillation (af) and atrial flutter. The study was conducted between (B)(4) 2013 and (B)(4) 2014. Suspect device is thermocool sf catheter, however, catalog and lot number are unknown. Other serious adverse events were reported in this article: 8 pvi patients readmission for heart failure management; 6 pvi patients prolonged index hospitalization; 15 pvi patients heart failure; 2 cti patients heart failure; 2 cti patients prolongation of their initial hospitalization; 2 cti patients readmission for heart failure management. (B)(4).